Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a perclose proglide device after a peripheral stenting procedure. Reportedly, after suture deployment and the needle plunger was retracted a cuff miss occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the plunger with the anterior needle tip, cuff and link were not returned. The suture was loaded in the device and the knot had not been formed. Approximately 3 cm of the rail end was loose. The posterior cuff was attached to the needle tip. The sheath was torn off at the distal end of the guide bridge. The link had been pulled out of the posterior cuff. The foot and lever operated normally. The lever and plunger operated normally. The sheath had been torn off the distal end of the guide and was severely damaged. The analysis indicated that both cuffs were captured and attached to the needle tip. This finding indicates a cuff miss had not occurred. A link detachment occurred as evidenced by the link break detected at the posterior cuff. A link break can result in a failure to retrieve the suture during plunger removal and have the same result and appearance as the reported needle to cuff miss. Because the device was received with both cuffs attached to the needle tips during deployment, the report of cuff miss cannot be confirmed. The link detachment in this case prevented suture retrieval. The condition of the device indicates the link was broken during plunger removal. Reportedly, the closure site was mildly calcified. The proglide instructions for use states: the safety and effectiveness of the proglide smc device has not been established, in patients with femoral artery calcium which is fluoroscopically visible at access site. Anatomical conditions may have contributed to the reported needle to cuff miss. Based on the analysis, inspection criteria and the reported information, the cause of the detected link detachment and subsequent failure to achieve hemostasis appears to be related to the operational influences during use and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there is no indication of a product quality deficiency. To assure that all products perform according to specifications they are subject inspection during manufacturing. The link assembly of each device is inspected and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).